Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Exact date of event is unknown.

Event description:
Related manufacturer reference number: 3006705815-2022-18834. Related manufacturer reference number: 3006705815-2022-18828. It was reported that the patient had a lead that fractured and another lead that had migrated. The ipg has also reached end of life. As a result, the patient underwent a surgical procedure on (B)(6) 2022 during which their system was explanted and replaced.